Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device displayed a black screen after multiple power cycles. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis had a black screen. A field service engineer (fse) checked the connections and cables and found loose cable. The station was not communicated and required further troubleshooting by technical support specialist (tss). Further investigation using rss confirmed the station required a full synchronization, with discrepancies noted between server and station data and outdated communication timestamps. A station database backup was taken, followed by a controlled full synchronization process by following knowledge articles (ka) "how to create a station database backup" and "proper data sync 2.0 procedure", which completed successfully. Post-synchronization validation confirmed that communication between the server and station was restored and data was synchronized correctly. Updates were shared with the fse, and the station was returned to operational status. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.